Event description:
It was reported that the pulse generator had reached a charge time limit when interrogated. The device was likely exposed to cold temperatures. It was still in the box and was not used. No patient was involved.

Manufacturer narrative:
The reported event of a charge timeout was confirmed. The device passed all electrical testing. The cause of the event was consistent with device exposure to cold temperatures.